Event description:
It was reported that the patient did not receive any of the ropivacaine infusion over a two-day (forty-eight hour) pib (1ln) infusion; however, the pump indicated that a total of 165 ml pca doses and 121 ml of the scheduled doses had been delivered. The pump indicated that 191 ml remained. When the physical volume of the remaining medication was measured, it was 500 ml. Per reporter the medication was in a 500 ml bag that was mixed by the in-house pharmacist. The starting volume was noted to be 480 ml when infusion was initiated. It was reported that priming difficulty was experienced prior to the initiation of the infusion. The pump subtracted 30 ml from the reservoir during priming, but no medication or air moved from the bag. Subsequently another tube set was used with the same issue recurring. The priming was then successfully performed via gravity. Per reporter when the patient returned to the ortho clinic for their follow up appointment forty-eight hours after surgery, the patient stated they had not been getting any relief and the medication bag appeared to be completely full. Per reporter patient stated that they could hear the pump deliver doses at the scheduled intervals and when the pca button was pressed, but the medication seemed to be ¿rocking back and forth in place.¿ no alarms or messages displayed. The pump was removed from the patient. No information was provided on the patient¿s continued treatment. Troubleshooting was performed and after the green spring clamp was massaged on the tubing, re-attached to the pump and infusion restarted the medication was observed to be moving through the tubing. No additional information provided on effect to patient.

Manufacturer narrative:
E1: facility name (B)(6) health care)". H3: one pump was returned for analysis in used condition. Additionally, an administration set was returned and tested with the pump. Visual inspection showed the air detector's shell was dented, the battery doorknob was cracked, and the latch handle was angled to about 80 degrees. Visual inspection of the admin set was in good condition. The event history log confirmed that the customer had attempted to prime the pump seven times. Functional testing was not able to confirm the customer reported issue. The pump initially failed priming, gravity priming was successful, and the pump was found to be slightly over delivering using a 100 ml cassette and slightly under delivering with the customer's administration set. Functional testing of the administration set had no obvious defects. Possible causes could have been a bent latch lock as a bent latch can cause delivery issues. Service history identified the complaint was not related to a previous service of the device within the review period. The pump was not repaired as it was returned for investigation.